Manufacturer narrative:
Distributor narrative: the manufacture, buffalo filter llc, has been notified and is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report. The conmed sales representative reported on behalf of the user facility that, during a procedure, the tip of the 60-7610-001 broke. Part of the broken device was found among the surgical drapes; however, a piece 0.2mm x 0.4mm was not found. The procedure was completed with no reported delays. No patient injury was reported. Upon attempts to gather additional information, no information regarding current patient status or procedure is available. A voluntary distributor report is being raised on the basis of the unknown location of a non-implantable piece of a device.